Event description:
Package was opened onto the sterile field. The x-ray detectable sponges were stuck to the lid of the container when item was opened onto the sterile field. The sponges stuck to the lid and instead of falling onto the sterile back table they fell off the side of the plastic box and became contaminated then fell to the sterile back table.